Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after consuming multiple carbohydrate-containing snacks, with the ilet bionic pancreas in use and a meal announcement entered that the user believed was higher than usual. Symptoms included none reported. Outcomes included elevated blood glucose reaching 335 mg/dl and remaining above range for approximately three and a half hours, after which glucose was corrected by the ilet; no assistance from others and no medical intervention were required. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported, the device alerted for high glucose as expected, and the event was consistent with hyperglycemia of unclear cause in the context of increased carbohydrate intake and uncertainty about meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.